Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system, believed he was not receiving insulin, announced a meal without eating, and noted that priming required extensive units before visible drops, despite no observed leaks and tight connections; he had recently switched from his usual 23"-6 mm teflon infusion sets to 32"-6 mm sets and changed the infusion set, with device data indicating insulin delivery. Symptoms included elevated blood glucose up to 339 mg/dl without ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization, no professional intervention, and no reported injury. Investigation included review of device data, user troubleshooting with tubing fill verification, and infusion set change, along with offer of additional training and referral to the healthcare provider. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with no confirmed device malfunction and a potential contribution from infusion set or infusion site factors given the set length change, while the system reported delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.